Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or show a ¿high¿ reading on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.